Manufacturer narrative:
Age at time of event: patient was (B)(6) at the time of enrollment on (B)(6) 2016.

Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the (B)(6) clinical study with the patient identifier of (B)(6). As part of the (B)(6) clinical study, the patient underwent treatment with the eluvia stent on (B)(6) 2016. Target lesion was located in left distal superficial femoral artery (sfa) with 100 percent stenosis and was 110 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of a 7 mm x 150 mm study stent with 0 percent residual stenosis. Another stent of dimensions 7 mm x 150 mm was opened, but not implanted during the procedure. On (B)(6) 2018, the patient presented to hospital due to bilateral calf claudication, reporting to have neuropathy in both the feet. Physical examination revealed cold feet and extremely diminished distal pulses in the lower extremities. Subsequently, non invasive flow study (nifs) was performed which showed mild peripheral arterial insufficiency on the right and severe peripheral arterial insufficiency involving superficial femoral artery with occlusion or high-grade obstruction on the left. On (B)(6) 2018, patient visited study hospital for study specific 24 months follow up. Lower extremity arterial duplex was performed which revealed stent located in mid sfa extending to proximal popliteal artery that has occlusion 4cm within the stent extending to popliteal artery. On (B)(6) 2018, patient was admitted in the hospital for the planned procedure. Peripheral angiogram was performed. On the right leg, the common iliac, internal iliac, external iliac and common femoral arteries were patent. On the left, the common iliac, internal iliac, external iliac, and common femoral arteries were patent. The left sfa was totally occluded with in-stent restenosis and reconstitutes distally via collaterals. The left popliteal artery had 80 percent stenosis. On the same day, the totally occluded sfa was treated with drug coated balloon angioplasty with 0 percent residual stenosis. Additionally, stenosis noted in proximal popliteal artery was treated with drug coated balloon followed by placement of 5.0 x 60 mm innova self-expanding stent. Follow-up core-lab angiography finding dated (B)(6) 2018, noted thrombus of grade 0 and absence of aneurysm. Also, core lab noted the presence of in-stent restenosis with restenosis length of 4 mm. On (B)(6) 2018, event was considered resolved and patient was discharged on the same day.